Event description:
The pt was implanted with a siltex low bleed gel device on 9/19/1997, subsequently the pt experienced infection, swelling/inflammation, seroma and granuloma of the right breast. The prosthesis was removed on 11/20/1997.